Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial:(B)(6), batch: a000141990.

Event description:
It was reported that the patient was experiencing insufficient pain relief. Reprogramming took place but was unsuccessful. Surgical intervention may take place at a future date to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Event description:
Additional information was received stating surgical intervention took place on (B)(6) 2024 where the lead was repositioned to address the issue, effective stimulation was restored.

Manufacturer narrative:
Date of event estimated.